Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned for analysis. The data logs do not show any motor current spikes but there was a gradual rise in purge pressure before alarm was triggered. There were continuous suction alarms and an effect (decrease) in purge flow suggesting biomaterial build up. The high purge pressure alarms persisted for about an hour before purge pressure values returned to normal levels. This aligns with clinical detail of tissue plasminogen activator (tpa) being added to the purge and alarms resolving after addition. There were no other high purge pressure alarms for the remaining duration of the case. The root cause of the high purge pressure was most likely biomaterial as evidenced by log analysis and tpa resolution.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist, section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient was on an impella 5.5 pump for support. The patient was admitted in for high risk surgery. The pump was placed but after two days was found to have high purge pressure which the team troubleshot with tissue plasminogen activator. The pump remained on for support for almost 20 days. The patient was not a candidate for transplant and so the care was withdrawn and the patient expired.